Event description:
The doctor alleged that the patient's porcelain crown fractured.

Manufacturer narrative:
Doctor alleged that a patient's crowns fractured due to the appliance. Several attempts were made to the office with no return call. An update will be provided upon receipt of new information.

Event description:
The doctor alleged that the patient's porcelain crown fractured.